Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) result code(s): (operational problem): visual inspection of the returned product found the lens optic torn and one loop haptic detached with a piece of lens attached. The product was returned dry and there was traces of clear surgical residue on the lens surface. (B)(4).

Event description:
The reporter stated that an aq2010v silicone three piece lens +25.0 diopter was loaded and it was noted the haptic tore as the lens was advanced through the inserter. It was indicated there was no patient contact and the back up lens was used with out any issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The "date received by manufacturer" on initial report is incorrect. The correct date is 06/28/2016. (B)(4).